Manufacturer narrative:
Tech found the left siderail was not latching as the screw for the latch was missing. Replaced shoulder screw to resolve this issue. Bed found outside ed.

Event description:
Complaint received that the left siderail was not latching. No pt impact. Bed located outside ed.